Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and also had motor error. The customer¿s blood glucose level was in the range 300 mg/dl to 500 mg/dl. The customer was treated with injection. The customer reported that the insulin pump had motor error alarm and was able to compete rewind it was reported that the reservoir retainer ring was broken. Customer stated that the reservoir was unable to lock in place when inserted into insulin pump. Customer reported that they were unable to describe the possible damage to the drive support cap. The insulin pump will be returned for analysis.